Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted. The patient is a participant in clinical service. No patient complications have been reported as a result of this event.